Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys, expiration date: 14-aug-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Mfg date: 19-mar-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the cause of death was cardiac tamponade. It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the device was deployed near the apical septum. The data was not favorable however, and attempt was made to retract the device but the tip of catheter and the device could not be aligned axially. The device was then retracted by pulling the catheter and tugging the tether. A temporary pacing lead was placed. The device was successfully placed. On the same evening a pacing failure and pericardial effusion were confirmed. It was suspected that perforation was either related to initial deployment or to the temporary pacing lead. The patient was intubated and pharmacological intervention was performed however the patient died.